Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable elecsys troponin t hs stat assay (tnt-hsst) results for 3 patients tested on a cobas e 411 immunoassay analyzer. For patient 1: the initial tnt-hsst result was 59.74 pg/ml. On (B)(6) 2019 the tnt-hsst result from the same patient sample was 4.35 pg/ml. For patient 2: the initial tnt-hsst result was 20.78 pg/ml. On (B)(6) 2019 the tnt-hsst result from the same patient sample was 6.14 pg/ml. For patient 3: on (B)(6) 2019 the initial tnt-hsst result was 77.15 pg/ml with a repeat result of 3.20 pg/ml. The erroneous results for only patient 1 and patient 2 were reported outside of the laboratory. Patient 1 was administered to the hospital for additional testing but the customer could not provide any additional information. There was no information provided to reasonably suggest that any patients were adversely affected. The tnt-hsst reagent lot was 245258 with an expiration date of 31-mar-2019. Based on the qc data provided, there was no indication of a reagent or instrument issue. The analyzer alarm trace contained no conspicuous events. A field engineering specialist checked the sample and sipper probe adjustments and liquid level detection which were acceptable. He performed preventative maintenance. He replaced syringe seals, tubing, pinch valves, sipper probe, and the sipper probe seals. He replaced the measuring cell. The performance of the instrument was checked and was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.